Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was sent for flowline for flow rate accuracy testing and it delivered with error percentage of 4.7125% which is within acceptable range. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue: rate accuracy fails during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: a review of the event history log (ehl) revealed the last day of customer use revealed an infusion programmed at a rate of 100 ml/hr and a vtbi of 50 ml. The user started the infusion, however, the pump alarmed "upstream occlusion!" The user cleared the alarm and confirmed flow in the drip chamber when prompted. The user stopped the infusion and updated the parameters to a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. The user stopped the infusion almost twenty minutes later and turned the pump off. The pump was powered on the next day and the same infusion was restarted. The vtbi given was 12.2 ml. The infusion ran to completion without further interruption or alarms occurring. The user started another infusion programmed at the same parameters, and the infusion ran to completion without any interruption or alarms occurring.should additional relevant information become available, a supplemental report will be submitted.